Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored electrograms (egm) showed premature termination of an atrial arrhythmia episode when an atrial event occurred during the implantable cardioverter defibrillator (ICD) programmed blanking period. The ICD remains in use. No patient complications have been reported as a result of this event.